Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing resulting in loss of pacing was observed on the right ventricular lead. Programming changes were made to sensitivity but pauses were still observed on a holter monitor. The right ventricular lead was capped (B)(6) 2021 and replaced without any complications. The patient experienced no adverse consequences.